Event description:
The customer reported the device vent inop; blower stalled. No patient harm reported.

Manufacturer narrative:
This customer returned v60 blower assembly was tested and no failures were identified.

Manufacturer narrative:
This customer returned motor controller (mc) board was tested and no failures were identified.